Event description:
The consumer's wife reported that after using one wafer from one market unit (mu) of ten wafers, consumer had full thickness granular skin erosion due to pressure related injury from ten o' clock to two o' clock position with some bleeding. Consumer alternates between company's ostomy belt and hernia support belt. She further stated that end user¿s abdomen was firm, and he was very active being a mechanic. There was also a small area of pressure on the side of stoma mucosa. Furthermore, end user's wife stated that the wafer flange rubbed against the stoma when applying it. There was no bleeding, open ulcers or lacerations. He recently started crusting with stoma powder and stated that the open areas were healing. He had not seen doctor of medicine (md) for this. He was initially using antibiotic ointment, which was not prescribed. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
The event is considered misuse since end user was using convex product which is contraindicated in parastomal hernia. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).